Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review, with recurring c-34 errors noted on the event date. During testing, the unit displayed c-34 at startup; however, review of the log showed a recorded c-00 error. Visual inspection indicates the unit is in good cosmetic condition. The complaint was confirmed based on failure analysis. The probable root cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer stated the generator repeatedly faulted when monopolar energy was used. The customer had already swapped the energy cables without improvement and had connected a third-party generator forcetriad in-line to complete the surgical procedure. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the system logs and identified multiple c-34 faults (hf voltage too low in on state). Tse advised that the monopolar coagulation energy mode could be changed from one mode to a ¿classic¿ mode to continue using the generator, but the customer chose to continue using the third-party generator instead. The procedure was completing as planned with no reported injury.